Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure there was oversensing of noise seen on the right ventricular (rv) channel which was thought to possibly be due to an air bubble in header upon pin insertion. The lead was removed from header and reinserted and the noise lessened over time. It was noted that one hour post op the noise was no longer present. The implantable cardioverter defibrillator (ICD) and rv lead remain in service and no adverse patient effects were reported.